Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 184mg/dl at the time of incident. Troubleshooting found that the pump is also cracked at the reservoir compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump failed leak test. The insulin pump leaked at a cracked on the back of the case and the battery tube threads. The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. However, traces if moisture were found at the electronic and battery tube assemblies per visual inspection. The insulin pump was received with missing display window cover. The insulin pump had a minor scratched display window and case.